Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that their blood glucose has been high for the second time during normal use. The patient's blood glucose value at the time of incident was 400 mg/dl. Troubleshooting was initiated for the high blood glucose. The customer found that the drive support cap was fine but the dome label was missing. The customer was asked about which infusion set and reservoir was used during high blood glucose events, and the customer stated that her reservoir was expired. The customer was advised not to use the expired reservoir. A replacement reservoir was shipped to the customer and no products were returned.

Manufacturer narrative:
Analysis not required reservoir return due to being expired.